Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The distributor contacted animas on (B)(6) 2015 alleging the pump experienced no insulin delivery without an alarm. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
Follow-up #1: date of submission 12/29/2015.animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: the device has been returned and evaluated by product analysis on 12/08/2015 with the following findings: review of the black box data revealed the last basal delivery was on 10/08/2015 at 03:56 and the last bolus delivery was on 10/07/2015 at 12:06. The basal and bolus deliveries added up appropriately to the tdd showing that the pump was delivering accurately until the last date used. During investigation of the returned pump, a call service alarm 069 (cs69) was reproduced during the rewind step. Due to this call service alarm, investigation was unable to verify the remaining steps of the investigation. The ¿cs69¿ failure is defined as language file corruption while retrieving the language text. The ¿cs69¿ failure was written as ¿cs87¿ failure in black box. The error is resident to flash chip (u39). The pump case was removed and no intermittent conditions or moisture was found inside the pump. The manufacturer was unable to adequately investigate the alleged inaccurate delivery issue due to the defective flash chip.